Event description:
Customer reported via phone, the insulin pump had alarmed unexpected restart. She attempted to clear the alarm and the screen went completely blank. Customer's blood glucose was 112 mg/dl. Troubleshooting was performed. The device had no physical damage and it wasn't dropped or bumped. No damage was not in the battery compartment or its components. Customer was advised to insert a new battery and display did not return. Customer was advised to remove the battery for 10 minutes and clean the battery compartment and components. Customer inserted a new battery and the display did not return. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
The pump was received with a blank display due to a broken component on the interface board. The pump was unable to perform displacement test, test for operating currents, off no power or test for other alarms due to the blank display. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.